Event description:
A hospital in (B)(6) reported via our distributor that the water feedset tube of an mr290 humidification chamber was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: inspection of the complaint feedset tube and water bag spike revealed a break in the feedset tubing at the spike connection. The surface of the break was rough. A lot check revealed no other complaints of this nature for lot 131217. Conclusion: the damage appears to be caused by the tube being pulled away from the spike, possibly due to the feedset being caught or put under tension. Past investigations have also shown that the problem can be caused by the user pulling on the tube and not the spike when changing the water bag. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome or water bag spike in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of 30 newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the problem occurred after the product was released for distribution. The user instructions which accompany the mr290 chamber state the following: - set appropriate ventilator alarms. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Our monitoring and trending of complaints of loose water bag spikes on mr290 feedsets has a rate of occurrence of 22 devices per million sold worldwide in the last year to the end of (B)(4) 2014.